Event description:
A home pt contacted baxter's technical service center regarding a check lines and bags alarm during priming. Reportedly, the home pt was connected during prime. No pt injury or medical intervention was indicated at the time of the initial report.